Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The watermark was not observed at the base of the sensor tail. Sensor state 7 with event code 11, 224 & 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased and performed an internal visual inspection. Sensor did not communicate with evm (evaluation module) after de-casing. An extended investigation was performed. Visual inspection was performed on returned de-cased sensor and observed that molex connector to be removed from the pcba (printed circuit board assembly). Unable to extract data as molex connector is disconnected from the pcba. The returned sensor was de-cased again and performed a visual inspection on the returned sensor's pcba; damage was observed on the molex connector. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.